Event description:
Brush heads dont stay securely attached...popping off - oral-b [device breakage] brush heads...keep coming loose - oral-b [device connection issue]. Case narrative: a mother reported via phone stating that the oral-b toothbrush heads that her son used did not stay securely attached to his oral-b black pro 7000 toothbrush. The oral-b toothbrush heads kept coming loose and popping off while the toothbrush was in use. No injury was reported. 17-oct-2023 case update: the suspect product lot was r61140135. No injury was reported.

Manufacturer narrative:
06-nov-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads dont stay securely attached...popping off- oral-b [device breakage]. Brush heads. Keep coming loose- oral-b [device connection issue]. Case narrative: a mother reported via phone stating that the oral-b toothbrush heads that her son used did not stay securely attached to his oral-b black pro 7000 toothbrush. The oral-b toothbrush heads kept coming loose and popping off while the toothbrush was in use. No injury was reported.